Event description:
Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Significant event leading to hospitalization was the bent cannulas. Customer stated that his body felt like a pressure cooker due to blood glucose increasing. The blood glucose was 850 mg/dl at the time of hospitalization. Customer's doctor stated that he will not be using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.